Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c9950, sterling cuda, microblade shaver, 2.0 mm, was being used during a wrist scope procedure on (b)(5) 2025 when it was reported, ¿the tip of the shaver broke off. The tip was recovered safely and they were able to complete the case with another shaver. The broken shaver blade was disposed of in their sharps container.¿. The procedure was completed as planned using an alternate device. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c9950, sterling cuda, microblade shaver, 2.0 mm, was being used during a wrist scope procedure on (B)(6) 2025 when it was reported, ¿the tip of the shaver broke off. The tip was recovered safely and they were able to complete the case with another shaver. The broken shaver blade was disposed of in their sharps container.¿. The procedure was completed as planned using an alternate device. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.